Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 3. Details of surgery: sinus augmentation. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding and inflammation. No further patient complications were reported.